Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) it was observed via the transmission report that there were no atrial fibrillation (af) episodes listed in the transmission report episodes list. The ipg remains in use. No patient complications have been reported as a result of this event.